Event description:
The customer complains about blood leak during treatment. Qb=250 ml/min; uf rate: 0.8 l/hr, venous pressure= 165 mmhg; dialysate pressure= 150 mmhg; there was insignificant blood loss. No medical intervention was needed. No serious injury.